Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed sparks from the tip of the maryland bipolar forceps (mbf) instrument. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no damage to the instrument after the arcing event. The cannula was inspected with a gauge pin prior to use. The arcing event occurred when the surgeon was cauterizing. Bipolar energy was activated. The instrument was connected properly. The forcetriad generator was used with the settings macro 60w. The instrument tips did not collide with any other instrument or tool during the procedure. The instrument tips did not touch any staples, clips or sutures while energized. The instrument jaws were immersed in carbotect liquid. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: it looks like there is thermal damage to the bipolar yaw pulley at the base of the grips, primarily between the grips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was tested for energy delivery and passed; however, no sparks were observed.